Event description:
A customer reported a problem with the power source alert in the pump, indicating an unstable charging connection due to damage to the silver usb port. Although the pump shutdown, the customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact reported. Technical support instructed the customer on the proper insertion of the usb port and decided to replace the pump. The customer acknowledged these instructions and agreed to return the problematic pump using the provided shipping materials.